Event description:
Concomitant devices reported: drill guide (part number unknown, lot number unknown, quantity unknown); plate (part number unknown, lot number unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Concomitant devices updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device history record ((DHR) review: part: 323.062; lot: l357158; manufacturing site: bettlach; release to warehouse date: 03. Apr. 2017; no nonconformance records (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No ncrs were generated during production. Investigation summary: investigation selection. Investigation site: bettlach. Selected flow: device interaction / functional. See attachments for complete manufacturing investigation report. Summary of the manufacturing investigation: all relevant features have been measured and have fulfilled the specifications -except for the sharp edges- according to the drawings. The sharp edges and free of burrs feature (position 2) was not measurable due to the heavy prior use of the device, the cutting edges are rounded and partially broken out (see attachments). In addition, during the manufacturing process the lot was inspected 100% according to inspection sheet to sharp edges and free of burrs and the whole lot has passed its specifications. The hardness test is not required by the work flow indicated in the investigation procedure, however a hardness test was performed due to is recommended for strong rounded cutting edges. Which it means; when the article has the hardness according to its specification; this is relevant to drill the bone accurately. The hardness was tested and the result is according to the drawing. Based on the investigation results this complaint is rated as confirmed since the product is rounded and has partially broken out cutting edges in a manner which fits to the described complaint condition. However, from the manufacturing point of view the relevant features were measured and have fulfilled the specifications according to the manufacturing process (see section dimensional inspection). The rounded and partially broken out cutting edges are the result of heavy prior use and is not indicated due to an error in the production process. No manufacturing issue was identified and/or confirmed during the investigation. No corrective or preventive actions are required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifiers, date of birth and weight not available for reporting. Device is an instrument and is not implanted/explanted. Device is available for evaluation. Reporter telephone number is not available. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from device synthes europe reports an event in (B)(6) as follows it was reported during a distal humerus orif (open reduction internal fixation) fracture repair on (B)(6) 2018, the surgeon could not drill into the bone with the drill bit for a variable angle (va) locking screw. The surgery was completed within a 30-minute delay with using kirschner-wire (another company¿s products). There was no adverse consequence to the patient. Two drill bits were returned; it is unclear if both were involved in the procedure or if the facility was unsure which drill bit malfunctioned this is report 1 of 2 for (B)(4).